Event description:
It was reported that the patient had driveline communication faults and yellow wrench symbol with onset in the early morning. The patient went to the hospital, and the driveline communication fault was cleared. The alarm reappeared. The patient would return to the hospital for modular cable and controller exchange on (B)(6) 2026. The modular cable was returned. Following the modular cable and system controller exchange, the alarms resolved.

Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable confirmed wire damage that would have caused the reported driveline communication fault alarms observed in the submitted log files. The heartmate 3 modular cable, lot #11096598, was returned in used condition. Examination of the outer jacket revealed a beige discoloration along the length of the cable. No signs of damage (cuts, holes, tears, etc.) Were observed in the outer jacket. The inline and controller connector bend reliefs were discolored brown/yellow but were otherwise unremarkable. Review of the submitted controller event log file captured a driveline communication fault alarm, associated with com_a_fault flags, active on (B)(6) 2026. No other notable events or alarms were captured, and the pump appeared to be operating as intended. The modular cable was connected to a test pump cable and operated on a mock circulatory loop using a test pump for approximately 1 hour. The reported driveline communication fault alarms could not be reproduced. The modular cable was then tested to evaluate the integrity of its wires. The modular cable did not pass electrical testing, even after cleaning of the pins. Continuity testing revealed that resistance values of the green wire (comm a) measured significantly higher compared to the other wires, and fluctuated higher with manipulation of the cable, which is consistent with the reported driveline communication fault alarms. No other discontinuities or shorts were induced in the other wires during this testing. After functional testing, the underlying layers of the cable were inspected under a microscope. Breaches in the insulations of the yellow, green, and black wires were observed approximately 3.0¿ from the controller connector. The exposed conductors on the yellow and green communication wires would have caused the reported driveline communication fault alarms. Inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The relevant sections of the device history records for modular cable, lot # 11096598, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. These sections also provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.